Event description:
A malfunction alarm was reported by a caller. There was no adverse impact on the customer's blood glucose level. The initial troubleshooting involved attempting to load a new cartridge, but the alarm persisted, prompting technical support to authorize a pump replacement. The customer was guided to use multiple daily injections (mdi) as a backup insulin therapy and instructed on how to prepare the pump for return, which was acknowledged.